Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented a merlin transmission with episodes of nonsustained right ventricular oversensing. Declined sensing amplitude was observed. Performing isometrics and pocket manipulations were recommended to check for noise. Conducting a diagnostic imaging was also recommended to verify appropriate lead position. The patient condition is stable. The patient will be monitored with routine follow-up. No further information is available.